Event description:
Nurse(s) experienced irritation while wearing face mask. A primary skin irritation test was performed on same mask components. No irritation was observed on test subjects. Results are submitted.